Event description:
Patient stated she was hospitalized for diabetic ketoacidosis. Patient reported a functioning problem with the inpen. The top plastic rim of the pen cracked and broke off, and she cannot get the base in stable.